Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm and excessive motor error alarm. Customer's blood glucose was unknown. Customer was not able to troubleshoot for no delivery alarm due to customer discarding of infusion set and reservoir. Troubleshooting was performed for motor error alarm and customer was able to rewind. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery or motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.